Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range with multiple cartridges. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.